Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible false detections of atrial fibrillation (af) due to possible loss of capture and intermittent far field t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.